Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6)2010, product type: catheter. (B)(4).

Event description:
It was reported that the pump was alarming and that the alarm had been going off every 15 minutes for a long time, for a year or so. Telemetry was not performed and device troubleshooting was limited. It was indicated that the pump had been empty for "awhile" and patient had been trying to find healthcare providers but was not successful. The pump was delivering 3-4 additional medications besides morphine. The patient was discharged by his prior healthcare provider due to several factors such as insurance etc. Patient had return of symptoms, his back and legs, neck and arms (whole body) was hurting; "it had been hurting all the time chronic since (B)(6) 2013." He had been getting cramps that just stay and rubbing alcohol was not working and was very painful. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer regarding a patient the received intrathecal morphine (unknown concentration and dose) and unknown medications via an implantable infusion pump. The indication for use was noted as non-malignant pain and low back pain. The pump had reportedly been alarming for 3 years. The patient was in a lot of pain and no longer wanted to take oral medications to try to manage his pain. It was also noted that he could not walk without a cane. The patient was looking to use the pump again. It was discussed with the patient that the pump was likely damaged, as it had been empty for 3 years. No further information was reported.

Event description:
On (B)(6) 2015 additional information was received from a consumer. The patient stated they were still experiencing pain around their waist and in their back. They had been to the emergency room two to three times lately, and they were told to contact medtronic to find a doctor for their pump.